Event description:
Event description guidant received information that this endotak lead had sustained a fracture. The lead was removed from service and successfully replaced. No other adverse events have been reported.